Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on 09/08/2025. On the same day, it was reported that the patient inserted a new sensor and it bled immediately, so the sensor was removed. The patient attempted to stop the bleeding at home by putting gauze and pressure on the area, however, the bleeding continued after 2.5 hours. The patient¿s husband then called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). At the ER, the staff attempted to use surgical glue to stop the bleeding, however, this did not work. Therefore, they cauterized the area four times to finally stop the bleeding. No medications were provided to the patient. The patient was wearing a tandem mobi insulin pump. The patient then went home later the same day and felt weak. By the time of report, the area that was cauterized is now a scab. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.